Event description:
It was reported that the atrial lead exhibited a decrease in sensing and an increase in threshold. Lead dislodgement was confirmed via x-ray. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.